Event description:
The dental implant fx5008swc was removed on (B)(6) 2019 due to failure to osseointegrate 2 months and 6 days after implantation. The patient has no significant medical history. The patient required another surgical intervention to recover.